Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly. However, the keypad connector was unlocked. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were hard to press. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.